Event description:
It was reported the guidewire broke in the middle as it was inserted into the microcatheter during procedure. Continuous flush was not maintained. There was no consequences or impact to the patient.

Event description:
It was reported the guidewire broke in the middle as it was inserted into the microcatheter during procedure. Continuous flush was not maintained. There was no consequences or impact to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The guidewire was returned in two sections. Visual analysis of the guidewire noted a fracture at 70.1 cm from the proximal end as well as a kink at 68.5 cm from the proximal end. The distal portion of the wire is 112.3 cm in length with a bend 110.5 cm from the distal tip. Scanning electron microscopy (sem) analysis was performed and concluded the failure occurred due to a cyclic bending overload with a final tension overload. This means significant force was applied to the wire which lead to the wire fracture. This is consistent with the information provided by the user facility. Therefore, based on the information provided and analysis of the device, the most probable root cause was determined to be operational context.